Manufacturer narrative:
Device name- spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC. (B)(4). The patient required an additional procedure to replace the device as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A patient had the PICC line 2 months prior. It was stated to the facility that when the medication was injected, it could be felt going in. The PICC line was removed and replaced. Upon looking at the PICC line, it had ruptured. The patient had ethanol lock each day for four hours over the previous 2 months. The use of the ethanol was discontinued because of the belief that the ethanol could have potentially been allowing clot occlusion. Subsequently, heparin lock was used. The catheter was placed in femoral location. The rupture site would correspond to a level in the iliac vein near bifurcation. The tip was cut off for culture purposes. Aside from the additional procedure to replace the device, there were no other reported adverse effects to the patient.